Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component rlt261412: (B)(4).the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for bilateral aneurysms of both common iliac arteries as well as an abdominal aortic aneurysm. The patient was therefore treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. On (B)(6) 2018, follow-up computed tomography angiography imaging identified a proximal type 1a endoleak together with an abdominal aneurysm growth of 6 cm compared to previous imaging performed on (B)(6) 2016. The endoleak was believed to be due to lack of wall apposition regarding the proximal portion of the gore® excluder® trunk-ipsilateral leg component. However, a type ii endoleak was alternatively considered to have contributed to aneurysm growth. A re-intervention to repair the type 1 a endoleak situation had reportedly not yet been scheduled.